Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be sent when the investigation is completed. Investigation in process.

Event description:
A customer's mother reported that her daughter obtained low readings on the precision xtra blood glucose meter. The customer obtained results of 140-200mg/dl. The child had symptoms of vomiting and had high levels of ketones in her urine. The child was hospitalised for 3 days to monitor and control the high levels of ketones. A blood glucose reading of 480 mg/dl was obtained in the hospital laboratory compared to 198 mg/dl on the customer's meter. The tests were performed within 3 hours of each other. A further test was performed using the customer's meter and a reading of 198 mg/dl was obtained. A comparison reading of 258 mg/dl was then obtained using precision uptium test strips within a ten minute timeframe. The meter has been received by adc in turkey and reading stored in the meter's memory are >400 mg/dl. The meter will be forwarded to adc in witney for investigation.